Event description:
It was reported that the anchor screw broke during insertion inside the patient. Pieces were removed. The procedure was completed with the same device. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.